Manufacturer narrative:
Hamilton medical ag comes to the conclusion: failure mode description: phase: startup/ booting process. Failure effect: alarm during startup in the white boot screen. Root cause: no root cause was found as the failure is not reproducible. Correction: no correction was done as the failure is not reproducible. No problem found. Device back in use again and no further complaints have been raised. Event happend during a technical workshop.

Event description:
The following was reported to hamilton medical ag: this time a c6 that gave an alarm during startup in the white screen splash screen. The machine started to alarm and was very difficult to turn off.